Event description:
It was reported that the user experienced repeated insulin delivery occlusion alarms on three occasions and initially changed only the infusion tubing before later replacing the full infusion set; the event resolved after supply change, and user education on occlusion mechanism and correct supply replacement was provided. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and troubleshooting by support. Investigation of this case revealed use of a 6 mm, 23 inch infusion set and that incomplete supply changes likely contributed to persistent occlusions until the set was fully replaced. It was concluded that an infusion set occlusion occurred and was resolved with replacement supplies and user education.